Event description:
It was reported that during a video laparoscopic gastroplasty procedure, the device cut but did not form the staples properly. There was no pt consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.